Manufacturer narrative:
Investigation into this event showed that the event was instrument related. An ocd field service engineer was troubleshooting a mechanical issue. The service engineer did not return the luminometer to the normal operating mode, which caused the analyzer to report the same result for all assay results processed. Although required by the instructions for use, quality control results were not processed by the customer following service and prior to processing patient samples. The service engineer returned to configure the analyzer to the normal operating mode, which restored the instrument to expected operation. The root cause of the event was user error.

Event description:
The customer obtained erroneous results for multiple patients on multiple vitros products while using the vitros 5600 integrated system. Biased results of the direction and magnitude observed may lead to inappropriate physician action. The original results were reported to the clinician, and corrected reports were later issued. There was no report of harm to patients as a result of these events.this report corresponds to ortho clinical diagnostics inc. (B)(4)